Event description:
It was reported that during a coronary stenting treatment procedure, stent dislodgement occurred. The target lesion was located in the obtuse marginal artery. The 3.0mm x 15mm maverick balloon catheter was advanced to the target lesion for pre-dilation. Then a 4.50mm x 20mm veriflex stent delivery system was advanced, however, the stent "fell off" the stent delivery system (sds). The physician used a snare to retrieve it. The device was then successfully removed and was replaced with a non- bsc stent. The procedure was completed. No patient complications were reported and the patient status was fine.

Event description:
It was reported that during a coronary stenting treatment procedure, stent dislodgement occurred. The target lesion was located in the obtuse marginal artery. The 3.0mm x 15mm maverick balloon catheter was advanced to the target lesion for pre-dilation. Then a 4.50mm x 20mm veriflex stent delivery system was advanced, however, the stent "fell off" the stent delivery system (sds). The physician used a snare to retrieve it. The device was then successfully removed and was replaced with a non- bsc stent. The procedure was completed. No patient complications were reported and the patient status was fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the delivery device was received with a lasso catheter snaring the stent. The stent was stretched and damaged. An examination of the balloon found that the balloon had been inflated and was not refolded. No other damage was noted along the length of the delivery device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).